Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited undersensing. This ra lead was explanted. No adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, cuts in the insulation were found. It is reasonable to assume, that the cuts resulted from the explantation procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported undersensing. The analysis did not reveal any sign of a material or manufacturing problem.